Event description:
It was reported, 45 y/o female patient with complicated diverticular disease including suspected colo-vesical fistula underwent lap hand assisted sigmoid colectomy. Operative note provided states an endocutter with blue load was used to transect the bowel and a contour with green load as used to transect the rectum. Automatic purse stringer was used to secure the anvil of the ¿29 eea stapler¿ within the proximal colon. The stapler was then closed and fired without issue, and the leak test was negative. There was no frank blood on rigid sigmoidoscopy, and both donuts were intact. The op note indicates the patient tolerated well and was discharged post op day two. Post op day four, patient presented to ER with signs and symptoms of leak and underwent a diagnostic laparoscopy, revision of colorectal anastomosis, rigid proctoscopy, and creation of loop ileostomy. A ¿29 mm eea stapler¿ was used to recreate the anastomosis. The leak test was negative. No further records are available. Patient¿s counsel reported ileostomy was reversed the following year.

Manufacturer narrative:
(B)(4). Date sent: 03/09/2023. Event date: unknown, captured as awareness date. Batch # unknown. Adverse event problem: health effect ¿ clinical code = gastrointestinal system (e10). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.